Event description:
Staff was dismantling sterile field post procedure. When disengaging the hand table top from the base the disposable top punctured through the staff's gloves. She noticed three puncture holes through her left fifth finger. Went to emergency and received hepatitis c prophylaxis. Subsequent information received from the facility indicated there was some difficulty removing the (corin) top from the (mizuho osi) base which contributed to the problem.

Manufacturer narrative:
Most probable root cause is user error as multilok table bases, (B)(6), were functioning as intended. Multilok¿ hand surgery table system is meant to be used with pre-sterilized table top and accessories constructed of high quality plastic for single use. When releasing the lock lever the single use plastic accessories break in order to prevent multiple uses.

Event description:
Staff was dismantling sterile field post procedure. When disengaging the multi lok hand table top from the base the disposable top punctured through the staff's gloves. She noticed three puncture holes through her left fifth finger. Went to emergency and received hepatitis c prophylaxis. Subsequent information received from the facility indicates there is some difficulty removing the (corin) top from the (B)(6) which contributed to the problem.